Manufacturer narrative:
The t:slim user guide states: "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer allowed the pump battery to fully deplete and subsequently the pump turned off. The customer's blood glucose (bg) level was impacted 356 (mg/dl). A manual injection was delivered to address bg level. Review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Recommendation was made to the customer to charge pump more frequently.